Event description:
It was originally reported the stretcher was involved in a motor vehicle accident with no patient injury and no allegation of product malfunction. Later conversations with the customer indicated a pending legal action and quarantine of the stretcher. No details were provided; however, the incident is being reported due to suspected allegation of injury associated with the incident.